Event description:
It was reported that the insulin pump alarmed motor error. The customer stated that the alarm had occurred two weeks ago, and ever since then they did not have batteries in the device. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime tests. The device was received stuck in motor error loop during bolus/basal delivery. We were unable to perform the excessive no delivery test and occlusion test due to motor error alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.